Event description:
It was reported that drug leaked from the tip of the IV set/60drop/2cq/f/sb/50cm after priming. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that drug leaked from the tip of the IV set/60drop/2cq/f/sb/50cm after priming. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Investigation summary: filled the actual product 2 pcs with purified water and closed the three-way stopcock on the downstream side of the roll clamp and filter. Droplets from the tip of the luer lock are not allowed. Therefore, it was not possible to reproduce the event of the offer. When confirming the manufacturing record of this serial number, no abnormality was found, and after checking the flow of our preserved sample (product stored for each production number * n = 3), roll clamp and three sides downstream from the filter. When I closed the stopcock, no droplets were found. Since the abnormality was not recognized in this product, this event was presumed to have caused leakage due to the fact that the three-way stopcock in the lower part of the filter was not closed, with the luer lock tip being located lower than the filter it was. In the state where the roll clamp is closed, when the luer lock tip is located lower than the filter, the filter part and the downstream side liquid are discharged by the air vent function of the filter. The customer is asked to keep the filter at a lower position than the patient's fixed needle part during infusion and close the roll clamp and three-way stopcock at the bottom of the filter at the time of infusion suspension.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that drug leaked from the tip of the IV set/60drop/2cq/f/sb/50cm after priming.